Event description:
During stereotactic breast biopsy, a foreign metallic object was seen on imaging. The object was removed during the procedure. The device used in the procedure are: - vacora coaxial cannula - vacora biopsy probe. - vacora needle guide.